Manufacturer narrative:
The reported events of noise and ¿wrinkling of insulation¿ were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil. Further analysis found that the outer insulation was twisted consistent with procedural damage at the distal region of the lead. The cause of the reported of ¿wrinkling of insulation¿ was isolated to procedural damage.

Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.